Manufacturer narrative:
Additional information: g3, h3, h6. Based on the visual evaluation from the photo provided by the customer on the ar-8655-06 chondral pick and can confirmed the pick broke and with the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/29/2024, a sales representative via sems-(B)(6) reported that an ar-8655-06 chondral pick had the tip of the chondral pick break off during use inside the patient. All broken pieces were retrieved from the patient. The case was completed with no further information provided. This was discovered during a microfracture procedure of an osteochondral lesion of the talus on (B)(6) 2024, with no reported patient harm. Additional information was received on 09/03/2024: there was a case delay of 10 minutes while the attending retrieved the broken piece with no additional anesthesia administered. The case was completed using other chondral picks available.